Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient weight not provided. Event date not provided. Additional 510(k) numbers are k011028 and k013227. A summary investigation has been completed for peri-implantitis events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for these events have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of a manufacturing or design defect that might lead to peri-implantitis occurring and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
It was reported that the implant was removed due to peri-implantitis with a loss of integration at the site.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The implant placement date is not consistent with the implant manufacturing date. After follow up by phone, implant date was not available. Therefore, implant date has been updated to unknown. The following fields have been updated: b4: date of this report b5: describe event or problem d6a. If implanted g3: date received by manufacturer g6: type of report h1: type of reportable event h2: follow up type h3: device evaluated by manufacturer h6: adverse event problem h10: additional narrative DHR review was completed for the subject lot number (1250842). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Sterilization record (op#150) was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Complaint history review was performed for the reported lot number (1250842) for similar events and two (2) other relevant complaints were identified. Investigation has identified that the most likely probable causes are related to patient biological factors/condition and surgical technique.

Event description:
No further event information is available at the time of this report.